Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead had protruded through the midline incision and showed early signs of infection. Skin breakage was noted. The patient was experiencing pain around the area of breakage which was a little bit red. The physician believed that it was not device related and no device malfunction was suspected. The patient was prescribed with antibiotics and underwent an explant procedure.